Manufacturer narrative:
The customer reported that the central nurse's station (cns) application experienced communication loss for the entire floor. No patient injury or harm were reported. During troubleshooting, the issue was isolated to a 24-port switch. The customer installed a spare switch and the communication came back up. The customer is working on getting the hospital a new switch. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: rnss. Switch. Bedsides. Teles.

Event description:
The customer reported that the central nurse's station (cns) application experienced communication loss on entire floor. No patient injury or harm were reported.

Manufacturer narrative:
Details of the complaint on (B)(6) /2019, customer at (B)(6) medical center three floors of tele were down. Service requested troubleshooting/assistance . Service performed customer (B)(6) isolated the issue to a 24-port switch in common to all three floors. The hospital installed a spare which was communicating fine. Nka installation specialist was working on getting the hospital a new switch. Investigation result the reported issue does not involve a deficiency of the cns/telemetry devices or their design. The issue was related to failure of the cisco switch (a/c3850-24s-s) review of tickets opened at the facility subsequent to date of reported issue found additional network/communication issues: (1) (B)(4) reported 08/28/19; "device not on network" resolved by settings. (2) (B)(4) reported 09/06/19; "rns comm loss" caused by netkonnect server. (3) (B)(4) reported 09/17/19; "cns not viewing bedside" resolved by changing ip. No further issues relating to cisco switch were found to be reported at customer site. The issue appears to have been resolved upon replacing the cisco switch. This issue is not suspected to be caused by deficiency of the cns/telemetry devices or their design. D11. Concomitant medical products. The following devices were being used in conjunction with the cns: rnss switch bedsides teles

Event description:
The customer reported that the central nurse's station (cns) application experienced communication loss on entire floor. No patient injury or harm were reported.